Manufacturer narrative:
Follow up information received on 06-jun-2014: ptc global number added as (B)(4). Follow up information was received on 10-jun-2014. No new clinical information was provided. Follow up 17-jun-2014. Quality department provided result of product technical complaint analysis (company global ptc number (B)(4)): batch number 626222. Since no product was returned to us for investigation, it was not possible to perform an investigation of the actual device involved in this complaint. Typically, one would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, a review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The medical events reported are not necessarily indicative of a quality defect. Additionally, reported was a physical property issue of the device being twisted and kinked within the fallopian tube but this event is not necessarily indicative of a quality defect. Three additional ae case reports have been received to date in relation to batch number 626222 but none of these cases refer to any similar type of medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded 'unconfirmed quality defect.' Based on the information available, there is no reason to suspect a quality defect. Follow up from 23-jun-2014: the required number of follow-up attempts has been made with no response to date. Case closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via (B)(6) (case# mw5035955) in united states on (B)(6)-2014 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert)) inserted and experienced adverse events as described below. Consumer reported that she had the device essure implanted on (B)(6)-2008. The implantation of the device went smoothly without complications and very minimal discomfort. She was awake for the procedure and there was a representative from conceptus present. Both doctor and conceptus rep were very pleased with the implantation and said everything went well. She was very satisfied with the essure for the first 3 years of implantation. In 2011, she started experiencing sharp pains in her left pelvic area and the pain felt like a twisting stabbing pain that radiated to her hip and lower back. That same month her periods became extremely heavy with very heavy clotting. She went to see her gynecologist and he did her yearly (2011) pap along with an ultrasound and all seemed normal. That same year, 2011, consumer went back on 4 separate occasions to see the gynecologist. All with complaints of pelvic pain, heavy bleeding and what felt like utis (urinary tract infections). Again, the doctor did sonograms and all seemed normal. In 2012, consumer started experiencing extreme fatigue along with severe pelvic inflammation and she also continued experiencing what felt like utis. She started seeing her primary doctor thinking maybe he could figure out what was wrong. After having blood work done, her results came back ther her thyroid was overactive. That explained the fatigue but not the pain and inflammation. He then sent her to see an endocrinologist, a urologist and a gastroenterologist. All ran tests but all came back normal. In 2013, the pain, inflammation and pressure reached a whole new level. The constant inflammation had put pressure on her bladder and she started leaking urine. Finally the consumer decided to change her gynecologist and get a second opinion. The new doctor did a sonogram which looked normal. He sent her to a new urologist who sent her for a CT scan of her bladder and the CT scan showed the essure implant looked normal. She had a small lesion on her kidney so they sent her for MRI (magnetic resonance imaging). Again essure looked normal. After taking all test results back to her new gynecologist and he could not explain the pain and inflammation we agreed to do a laparoscopic salpingectomy to remove the essure device. On (B)(6)-2014, three years after she started experiencing pain and inflammation and six years after implanting the essure, she had a bilateral salpingectomy. When the doctor removed the tubes with coils, he noted that the coil in the left fallopian tube was twisted and kinked up. The constant pain and pressure she had been feeling in her left pelvic region were alleviated as soon as the essure device was removed. The constant pressure in her bladder was also gone. Consumer chose to use essure as a permanent form of birth control to avoid having the surgery necessary with a tubal ligation and ended up having a bigger surgery just to have them removed. Consumer mentioned that the biggest problem with the essure device was the difficulty in diagnosing a problem with the device. Unless the device had actually migrated from the proper position, there was no way of telling if the device was causing harm. Follow up information received on (B)(6)-2014: ptc global number added as (B)(4). Follow up information was received on (B)(6)-2014. No new clinical information was provided. Follow up (B)(6)-2014. Quality department provided result of product technical complaint analysis (company global ptc number (B)(4)): batch number 626222.